Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date (B)(6) 2012; inratio results 1.5, 3.7, 3.4; lab 3.0. Pt's therapeutic range is 2.0 - 2.5.

Manufacturer narrative:
Comparison of inratio test result (s) with lab result (s) provided by end-user at time complaint was filed: date (B)(6) 2012; inratio results (1.5, 3.7, 3.4); lab 3.0; mean 2.9, conf limits (1.8 - 4.2); result - fail. Reported results are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. Discrepant results (precision) comparison of inratio test results as follows: date (B)(6) 2012; inratio results (1.5, 3.7, 3.4); mean 2.87; sd 1.19; %cv 41.62; result - fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. Results are considered discrepant beyond the documented variability for pt/inr testing. No product is expected for return. Inhouse therapeutic donor testing with retain strips was performed with reported lot number 262184. Test results as follows: donor 1; inratio results (3.2, 3.4, 3.0); reference 2.63; bias threshold (1.63 - 3.63); %cv 6.25. Donor 2; inratio results (3.8, 3.6, 4.0); reference 3.13; bias threshold (2.13 - 4.13); %cv 5.26. All replicates for each donor are within the acceptable bias for accuracy. Each donor produced %cv less than 16% - precision criteria has been met. Product performed as expected. No more investigation is needed. (B)(4). Review of complaint rate of the brick lot, the rate is 0.177%. Due to the increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).